Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-05541. This patient is enrolled in a clinical study. It was reported the patient experienced loss of stimulation. Reprogramming was attempted to no avail. X-ray images revealed the lead had migrated. Subsequently, surgical intervention was undertaken on (B)(6) 2018 during both leads were explanted and replaced. At this time, the reason for replacing the second lead is unknown.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-05541. Follow-up identified there were no allegations against the second lead. The physician accidentally pulled the second lead during the procedure and decided to explant and replace the lead. Effective stimulation was restored post-procedure.